Event description:
It is reported that the patient complained of having continuous dull pain in his left hip since the surgery. He was contacted by his surgeon regarding the recall. He then scheduled an appointment for (B)(6) 2012. He had an MRI and blood work on (B)(6) 2012. He states, he was advised by his doctor that his blood levels are elevated and there is some indication of inflammation. He states his doctor says he will continue to monitor his condition.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.